Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. The battery appeared to be depleting more quickly than expected. Device data was planned to be analyzed. No corrective actions were reported and no replacement procedure was scheduled. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker battery was believed to be depleting prematurely. A copy of device data was preserved and submitted for analysis. Engineering analysis of the device battery confirmed accelerated battery depletion. A technical services consultant recommended device replacement.. Additional information was provided stating that remote monitoring was ongoing and no actions were planned. This patient later expired due to causes not related to this device. No information was provided regarding device whereabouts post-mortem.